Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the review of the patient application logs, there appeared to be several connectivity errors. No additional information was available to investigate the cause.